Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system presented shortness of breath. It was noted that there was oversensing and occasional pacing inhibition. In addition, a within range decrease in right ventricular (rv) lead impedance measurements was noted. Technical services (ts) was consulted and the system was reprogrammed, the patient was taken to the clinic, lead insulation damage was noticed and the whole system was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system presented shortness of breath. It was noted that there was oversensing and occasional pacing inhibition. In addition, a within range decrease in right ventricular (rv) lead impedance measurements was noted. Technical services (ts) was consulted, and the system was reprogrammed, the patient was taken to the clinic, lead insulation damage was noticed and the whole system was replaced. No additional adverse patient effects were reported.